Manufacturer narrative:
Corrected data: b5: the reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -8.5 into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault. On the same day the lens was explanted and later replaced with the same model, shorter length was implanted and the problem was resolved. Status of the eye: "good postoperative appearance, monitor vault". The reporter indicated the cause of the event is "other - lens too large for eye". H6: health effect- impact code: "4629" should be removed and code "4627" should be added. Claim#: (B)(4).

Manufacturer narrative:
A4: unk a5: unk a6: unk claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed later that same day due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Post-op there was good post-operative appearance and the vault will be monitored.